Event description:
It was reported that physician placed catheter via left femoral vein using seldinger technique in pt with multiple pre-existing medical conditions. Tissue was dilated and catheter was advanced to maximum depth over swg. The swg "broke" during several attempts to manipulate and reposition while retaining venous access. The catheter and swg were removed together. No swg material was retained internally. Customer reports the swg appears to have unraveled and "split". Pt subsequently expired 11/2004. No autopsy performed.